Event description:
Device was expelled, would not stay in place [device expulsion], jada device did not stop control the bleeding [device ineffective]. Case narrative: this spontaneous report originating from united states was received from a physician via company representative referring to a patient of unknown age. The patient¿s concomitant medications and past/drug allergies were not reported. This report concerned 1 patient and 1 device. The patient's historical condition included full term delivery and live birth. The patient's current condition included hospitalization. The patient¿s gravida was reported as 2 and para 1. The gestational age at delivery was reported as full term 38-39 weeks. On unknown date in (B)(6) 2022, the operator received training on vacuum-induced hemorrhage control system (jada system) and patient was operated first time with vacuum-induced hemorrhage control system (jada system). The vacuum-induced hemorrhage control system (jada system) received with blue seal valve kit and green carton. It was reported the maternal admission to intensive care unit (ICU) was not required. The clinical educator stated, the patient had begun to experience with pph (postpartum haemorrhage) and prior to vacuum-induced hemorrhage control system (jada system) insertion the patient given with misoprostol (cytotol), methylergometrine maleate (methergine) and tranexamic acid (txa) were given simultaneously. On 27-jan-2023, the vacuum-induced hemorrhage control system (jada system) via intravaginal route (lot# and expiration date were not reported) for pph (postpartum haemorrhage) and device was expelled, would not stay in place (device expulsion). The health care professional felt the bleeding controlled by the medications. The vacuum-induced hemorrhage control system (jada system) was not controlled the bleeding (device ineffective) and was hospitalized. It was reported that vacuum-induced hemorrhage control system (jada system) was not re-started during vacuum-induced hemorrhage control system (jada system) verification process as would not stay in place. The patient sought medical attention. The patient did not die. The clinical educator had no patient or device information. The patient outcome of abnormal postpartum uterine bleeding or hemorrhage was stable. The ultrasound was not used at any point to evaluate during vacuum-induced hemorrhage control system (jada system) used. The vacuum-induced hemorrhage control system (jada system) was removed on (B)(6) 2023 (therpay discontinued). The outcome of the events was unknown. Upon internal review, the event ¿device expulsion¿ was determined to be medically significant. Medical device reporting criteria: serious injury. FDA code (health effects-health impact per annex f): 4607 hospitalization or prolonged hospitalization (hospitalization or prolonged hospitalization due to the health damage accompanying the use of device.) FDA code (health effects-health impact per annex f): 4648 insufficient information (there is not yet enough information available to classify the health impact).

Manufacturer narrative:
Based on the information we have received, there is no indication that the device malfunctioned. The device is assembled according to specifications. In process and finished product testing are performed and approved prior to release.